Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was found lying down with her eyes open but unresponsive. The patient¿s cgm reading nor her bg meter reading were checked at this time. The patient was wearing a tandem insulin pump. 911 was called and in the meantime, the patient¿s spouse tried to treat her with ¿glucose jelly¿. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 26 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 29 mg/dl while the cgm was reading 129 mg/dl. The patient¿s tandem insulin was turned off and was treated with IV fluids containing glucose. The patient was in the ER for approximately 10 hours before being discharged. She felt weak when discharged, however, was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.